Event description:
The manufacturer received information alleging a trilogy 100 ventilator had an occurrence of the charging mark did not display when the ac power connected during an inspection at the sales office. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Checking with toolbox revealed the charge limit was 65%. It was considered that run-in was set in error after testing at the last time of service and therefore, the upper limit of charge was restricted. The inside of the device was checked, and it was confirmed that c6 of the power management pca had come off. The device's power management pca was replaced due to the c6 issue but is not confirmed as the cause of the complaint of the battery charge issue.